Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 system was visually inspected upon receipt and was found to be in poor physical condition. The reported issue of probe damage is confirmed. The probe cable is separating from the strain relief and exposing wires. The root cause is due to use of the probe. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by a tm the unit needs a new probe. On (B)(6) 2023 it was found during an investigation that the probe cable is separating from the strain relief and exposing wires.